Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure, it was noted the right ventricular (rv) lead presented with low pacing impedance. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.